Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. Service provider replaced the battery. Medtronic was not authorized to conduct the repair. The reported complaint could not be confirmed.

Event description:
It was reported for an 840 ventilator battery faulty. It is unknown if the event was during patient use.

Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time the event occurred.